Manufacturer narrative:
Findings: unit received with intermittent act button due to flattened dome (creased). Button error alarms noted. Unit passed the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. No motor error alarms noted. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 120 mg/dl. The customer doesn't recall significant events leading to the alarm. Customer doesn't received an e70 alarm. The customer stated that the device was not exposed to strong magnetic field such as MRI. Customer does not use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.